Manufacturer narrative:
Service was dispatched to inspect the device, clear the service wrench that was generated as a result of the event, and to retrieve the device electronic configuration file (ecf) for review and analysis. A report on field service activity (sar) and a device checkout record (fcr) was forwarded to the complaint handling unit (chu) per standard operating procedure. The analysis of the ecf determined that the device entered a cluster safety lock condition during stair climbing. Cluster safety lock temporarily restricts movement of the wheel clusters in response to a detected issue with user inputs (control) during stair climbing. Cluster safety lock is the designed device response to out of control stair climbing. Based on the ecf analysis, the device did not malfunction, but responded to the detected out of control condition. Users are trained on the proper response to this condition, which is to wait and allow the device to return to a neutral position on the stairs, at which time the cluster safety lock with automatically resolve and permit continued climbing. Based on the evidence available, it appears the user did not properly respond to the cluster safety lock and did not follow the correct procedure in this case. The user has not reported any recurrence of the described event since the completion of the service activity. The results of this review were forwarded to the chu for inclusion in complaint records.

Event description:
User reported that he was descending a flight of stairs, the device locked up and fell forward on the 2nd step down. User reported the device fell forward down the stairs with him in it. The user stated that his shoulder was sore and he visited the ER the next day for examination and x-ray. User stated he was experiencing pain and his shoulder was swollen. No further information was available or subsequently provided by the user regarding the reported injury. This report corresponds to independence technology complaint # 746475.